Event description:
On (B)(6) 2012 the reporter contacted animas alleging the following: pump lost prime 4 times on (B)(6) 2012, and once on (B)(6) 2012 for a site and set change. Prime history indicates the pump was primed twice today (B)(6) 2012. Pump was primed once on (B)(6) 2012 for a site and set change, and was primed again at 6:12pm. Prime history reviewed with the animas representative and short prime volumes were noted over the last 6 days. No known trauma to pump. No alarms during load step. The reporter states there is no insulin exiting the inset during the load step. The reporter was advised not to use pump and to monitor blood glucose (bg) levels per health care professional's recommendations. Last bg at 12:00 pm today, (B)(6) 2012, was 127mg/dl. There is no blood glucose excursion reported in relation to this issue. This complaint is being reported as the alleged prime issue may affect insulin delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump not primed warnings observed in the black box force readings do not reach zero. The primes history verifies reported prime volumes. The rewind, load cartridge and primes steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. A loss of prime was induced and the pump gave appropriate visual and audible alert. The pump was opened and no damage found to the force sensor circuit.

Manufacturer narrative:
Follow up #1 submitted: 12/10/2012 device evaluation: the insulin cartridge has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.